Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies.

Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the lead exhibited low impedance. The lead was not used. The physician elected to complete the procedure using another lead. The patient was recovering.